Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(4) (compact plus system), is related to case with patient identifier (B)(4) (guide system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 52 mg/dl (guide meter) and 85 mg/dl (compact plus meter). No adverse event reported. Return of the suspect device was requested for evaluation.